Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the lead site regardless of stimulation that began approximately six months after implant. Reprogramming was attempted to no avail. The patient has requested an explant of the system.